Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the patient reported his insulin infusion sets are leaking through the paper after a day or two of use. He said his current headset had been in use for 3 days at the time he noticed the leak. He stated he has experienced this issue with other headsets from the same lot number which he has previously reported. He said he sent back an affected infusion set for evaluation. In response to the previous report, the patient was sent 2 boxes of complimentary infusion sets. He was advised to discontinue use of the affected lot number. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.